Manufacturer narrative:
Received one used list# unknown, tego: lot # unknown for complaint investigation. The seal was observed to be torn on the used, returned tego. The reported complaint of a torn seal could be confirmed. The returned sample was observed to have a torn seal leading to difficulty to aspirate. The probable cause of difficulty to aspirate is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record review could not be conducted because no lot number was identified.

Manufacturer narrative:
Section d. The customer did not provide specific product code or lot number, however, the most likely code(s) for tego cap/connector is d1000 or d1005. The 510k # for these codes have been provided in this report including the sections below: d1 - brand name - unspecified tego connector. D2a - common device name -set, administration, intravascular. D2b - procode - fpa. D4 - primary UDI number - not provided due to unknown list number and lot number. The device has been received for evaluation however investigation is not yet complete.

Event description:
The event involved an unspecified tego connector, where the customer reported can lose pieces of silicone during patient use. The customer stated that the incident occurred during pre-apheresis procedure while flushing line, they noticed 2 small pieces of silicone on patient's shirt at catheter site. Although there was patient involvement, harm was not reported as a consequence of this event.